Manufacturer narrative:
Medtronic received the following information regarding a journal article "complex endoleak treatment after failed endovascular aortic repair".  Raupach, j., masek, j., venugopal, s. Et al.  Cvir endovasc 6, 35 (2023).  Https://doi.org/10.1186/s42155-023-00381-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "complex endoleak treatment after failed endovascular aortic repair".  An endurant bifurcate stent graft system was implanted in a patient in the endovascular treatment of a 58mm aaa on an unknown date. The aortic neck was 24 mm in diameter along a 12 mm length. During the procedure, the ima and l4 lumbar artery were embolized to prevent development of a type ii endoleak. During 1- and 3-year follow-up, no endoleak or aneurysm enlargement was noted.  At 7-year follow-up the patient presented with sudden onset of severe abdominal pain and shortness of breath. Ultrasound examination showed enlargement of the aaa sac and blood leakage at the proximal stent graft end. Urgent cta demonstrated a type ia endoleak and distal migration of the stentgraft along with marked progression of the aaa sac diameter to 91 mm. Urgent endovascular repair was initiated, a 36 x 70 mm endurant stent graft was implanted along with a non-mdt renal stent into the left renal artery. After simultaneous dilatation of the aortic extension and the renal stent graft, angiography was performed to demonstrate free patency of the renal artery and elimination of the endoleak at the proximal abdominal stent graft portion.  On cta 4 days after the intervention, a endoleak 30 mm x 30 mm in size was detected in the dorsal aspect of the aaa sac. The washed-out residual at the lumbar artery was suggestive of a type ii endoleak. Treatment was then performed for the type ii endoleak where non-mdt thrombin was injected sequentially. A follow-up CT 2 months later showed complete thrombosis of the aaa sax with a slight regression in size. The patient remained free of aaa specific clinical complaints aside from an abdominal bulge and passed away 13 months after treatment due to cardiac failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.